Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 22 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient removed the pod and used the life alert to call an ambulance. They came within 30 minutes and was able to treat the patient with vitamin d10 (sugar water) through intravenous therapy.